Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a 12-lead electrocardiogram (EKG) showing missing qrs complexes. The EKG showed that the patient's heart rate was at 40-45 beats per minute with missing qrs complexes every other atrial event. There were histograms reviewed that showed atrial pacing below the programmed lower rate consistent with oversensing and premature ventricular contractions. Options were discussed to address t-wave oversensing (twos). Reprogramming was performed and they will continue to monitor the patient. The implantable cardioverter defibrillator (ICD) nd right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.